Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had drained 4233ml during drain four of four on the home choice (hc). The registered nurse (rn) provided the information that the fill volume (fv) equaled 2500ml. The current ultra filtration (uf) equaled 1146ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.